Event description:
A patient reported blood glucose results of 5.3 mmoi/l and 7.4 mmoi/l with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/or <=1.11 mmoi/l, thereby indicating a potential malfunction of the meter in terms of precision.